Manufacturer narrative:
(B)(4), date sent: 4/16/2024 d4 batch #: x7033m investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip broken off inside the tube and returned. During functional testing  on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to verify the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad.  This is consistent with a side load being applied to the blade while active with the jaw closed.  A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.  Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how this issue occurred.  As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch x7033m, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Was this procedure converted to an open procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the surgeon had the device inside patient¿s abdomen, used it and stopped to move the bowel out of the way and when he was about to use it again, we noticed that one of the 2 jaws came off. It fell in patient¿s pelvic area. The surgeon has to spend 5-10 mins to find and took it out of the patient¿s abdomen. The patient is safe but we have to spend more time in finding the jaw when the surgeon could have started closing the vault

Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. Additional information was requested and the following was obtained: did the active titanium blade break off? Yes. Did the white tissue pad break off? No. Is the white tissue pad completely missing from the clamp arm of the device? No was this procedure converted to an open procedure? No.